Event description:
Device 1 of 2. Refer to MFR report # 1627487-2014-01636. It was reported that the pt does not have effective coverage to painful areas. Reprogramming was attempted to no avail and programs are auto-reducing. Diagnostic testing revealed contacts with low impedance. The physician will be consulted to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.